Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had awakened a couple of times during the night with high blood glucose that they did a bolus for. The customer reported that they had experienced a high blood glucose level of 426 mg/dl. The customer's current blood glucose level was unknown. Troubleshooting was performed on the insulin pump. Reservoir was showing the same amount of insulin as shown on the status screen. It was noted that the customer had under bolused for her carbohydrates for dinner. The customer was advised to monitor the insulin pump and their blood glucose. The device will not be returned for analysis.